Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained right ventricular oversensing from the implantable cardioverter defibrillator. Upon review of the episodes, they appeared to be myopotential oversensing. The clinic was unable to reproduce the noise via isometric testing. The clinic elected to not make any changes and continue to monitor the patient. The patient was asymptomatic and was in stable condition.

Event description:
New information received stated that additional ventricular oversensing was observed on (B)(6) 2020. The device was reprogrammed to address the oversensing episodes. No patient symptoms were noted.